Event description:
It was reported that a double beep with cassette occurred during bench testing. No patient was involved.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the labels intact and no physical damaged on the device. A review of the event history log identified no evidence of the reported problem in the history. Functional testing was done and during power up, the reported problem was duplicated. The root cause of the reported issue was a faulty downstream sensor. To resolve the problem, the downstream sensor was replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).